Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right middle lobectomy in the bronchi, the first reload of the same lot with the same model could be used normally, and the latter could also be used; but the mouth could not be closed after loading the reload and inserting in the bronchus which made it impossible to fire. They replaced the same model of the product to continue the procedure. No patient injury.